Event description:
The customer reported discrepant troponin I (access accutni+3) results, for one patient, involving the access accutni+3 assay used in conjunction with the access 2 immunoassay system. The initial elevated result was reported out of the laboratory. The patient was given aspirin, and the physician ordered daily aspirin. There was no patient injury associated with this event. Subsequent testing of the sample, on the original and alternate access 2 system, recovered lower results within the normal reference range. The physician was contacted with the correct result. Per laboratory procedure, the result was verbally reported and the physician was advised this was a preliminary result. Also per laboratory procedure, elevated access accutni+3 patient results of greater than 0.49 ng/ml are aliquotted off, re-centrifuged in ambient temperature at 8,500 rpm (rotations per minute) for three minutes, and then retested for verification. The laboratory performs quality control (qc) daily. Qc and system check were within specifications prior to and after the event. The customer also performed a 10-repetition precision test and was within the expected range. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. Service was declined as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information.